Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material in the jet tube and air/water cylinder and tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1 (telephone number should be blank) and h6 (component code has been corrected to 525 - tube and 440 - cylinder). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. There was no deviation from instructions for use (IFU) in reprocessing steps for the locations with foreign material. Physical damage was not found at the locations. The root cause of the material remained in the device could not be specified. The instruction manual states the detection method associated with the event in "cf-ez1500dl/I operation manual chapter 3 preparation and inspection" and preventive measures in "cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.